Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer replaced the inspiratory printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during patient use, the 840 ventilator became inoperable. There was no patient harmed or injured as a result of the event. The patient was transferred to another ventilator. The service engineer inspected the device and the reported condition was not duplicate. No product deficiency found. The ventilator passed all tests and was returned back to service.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.